Event description:
The event is reported as: a premature infant was placed on heated humidification ventilation incorporating a teleflex medical comfort flo system. The column that comes with the comfort flo system was changed out with a hudson low compliance column resulting in a gush of water into the baby's nose. The baby stopped breathing and the oxygen saturation decreased, which required CAPA while the incorrect column was changed out and a new comfort flo system was put into place.

Manufacturer narrative:
The device sample is not available for evaluation. The instruction for use states in the warnings that: "use only with compatible hudson rci heaters" and "use only the supplied concha-column, other concha-column configurations are not compatible". If additional information is received for this complaint, a follow up MDR will be filed.